Manufacturer narrative:
The customer¿s report of the unintended disconnection was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set. Dimensional testing, functional testing, and pressure testing showed no fault was found with the returned set and its components. The root cause of the customer¿s report of unintended disconnection was not identified because unintended disconnection was not observed.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an unintended disconnection between a maxplus and an IV tubing with leaking during an unspecified electrolyte infusion. There was no patient harm.